Manufacturer narrative:
According to the customer, on (B)(6) 2024 after inserting a foley on a male patient they "were unable to blow up the balloon". The customer reported while attempting to use sterile water for balloon inflation, they were "unable to push. This required an additional foley attempt". There was no further information". The customer did not report any serious injury related to the reported incident. Sample requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 after inserting a foley on a male patient they "were unable to blow up the balloon".